Manufacturer narrative:
Date of event: no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The patient (pt) reported that when they implanted the original device it was bothering the patient so bad and it ended up shifting from where it was implanted and was on a muscle. The patient reports they ended up moving the ins site.